Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported. It was reported that in addition to the previous reported out of range impedance measurements, it was later reported that the lv lead also exhibited loss of capture (loc) in all programmed configurations. The patient experienced shortness of breath (sob). On physical examination, it was observed that this crt-d that was implanted under the pectoralis muscle, would slide and protrude in the axilla during abduction. A repeat echocardiogram showed the patient's ejection fraction reduced to 35 percent, and showed a left bundle branch block. A chest x-ray was performed and showed the lv lead was fractured. The physician felt the cause of the lead fracture was related to the sub-muscular implant of the device and subsequent device movement due to the device not being sutured down in the pocket.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported. It was reported that in addition to the previous reported out of range impedance measurements, it was later reported that the lv lead also exhibited loss of capture (loc) in all programmed configurations. The patient experienced shortness of breath (sob). On physical examination, it was observed that this crt-d that was implanted under the pectoralis muscle, would slide and protrude in the axilla during abduction. A repeat echocardiogram showed the patient's ejection fraction reduced to 35 percent, and showed a left bundle branch block. A chest x-ray was performed and showed the lv lead was fractured. The physician felt the cause of the lead fracture was related to the sub-muscular implant of the device and subsequent device movement due to the device not being sutured down in the pocket.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide the product analysis results.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.